Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was impacting in one piece stem, the internal cannula tip fractured off. The tip remained in final implant in patient. There are no plans to revise the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected data: d4 (UDI) number. H4 device manufacturer date. Visual examination of the returned product identified that the device shows wear from previous use to the hex and shaft. The distal threaded tip is fractured. Fractured piece(s) were not returned with the device. The remaining threads exhibit deformation and gouge damage. No other damage was noted. The device has an approximate field age of 6+ years. Measurements were within specification. The root cause is unchanged. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the device tip has fractured. The fractured tip remains implanted and the device handle has not been returned, therefore no further analysis can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.